Event description:
Contoura 1000 bed moved half a meter when a pt was being transferred from a flat reclining chair to the contoura 1000 by using a hovermat. When the bed moved, four care givers lunged in an attempt to prevent the pt from falling to the floor allegedly causing injuries to all four. The types of injuries suffered and the current status of the caregivers was not released.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh ((B)(4)) on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). The arjohuntleigh (B)(4) rep also reports that the head of the bed was found to be able to move when put under load with the brake pedal in the total lock position. Also, the roll pins that locate the brake shoes anf track lock mechanism in the head end castros were found to have sheared which allowed the mechanism under spring pressure to become dislodged which meant the rotation and swivel brakes were not working. The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.